Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd screen was found to be blank and a service required alarm condition occurred related to the failure of the device to charge its internal battery. The device's lcd screen and internal battery were replaced to address the issues.